Manufacturer narrative:
The e801 analyzer serial number was not provided. The customer is using lyselase as a coagulation accelerator. The investigation is ongoing.

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Depending on the percentage of coagulation accelerator used in the patient samples, the results were different. An example of a discrepant high result was provided for 1 patient sample. The initial result with a sample volume of 5cc was 0.09 ng/ml. When the sample was repeated using the same amount of coagulation accelerator but a sample volume of 4cc, the result was 0.33 ng/ml.

Manufacturer narrative:
Lyselase as a coagulation accelerator is not a standard coagulation substance used for standard tubes and it was not tested during assay development. The investigation determined the event was due to the customer using a non-standard coagulation accelerator which is not included in the instructions for use. Product labeling states: "only the specimen listed below was tested and found acceptable: li-heparin plasma. Li-heparin plasma tubes containing separating gel can be used". The event was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.